Manufacturer narrative:
The initial regulatory report was submitted due to retrospective review through CAPA 624392, not the previously listed 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system would intermittently not initialize fully and the mobile view station (mvs) and image acquisition system (ias) needed to be rebooted. The site contact had thought that the x-ray did not initialize. After rebooting, they had been able to use the system, but the issue had happened twice. They did not see any damage to the umbilical or dongle connections. No patient was present.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the manufacturer representative (rep) was unable to duplicate issue. They found that the power supply was putting out 5.07v; adjusted up to 5.12v. The imaging system then passed the system checkout and was found to be fully functional. This regulatory report is being submitted due to a retrospective review through CAPA 624932. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.